Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the device passed all testing and met specifications. The r series does not perform scheduled automatic rediness tests while the device is powered on, in use, powered off for less than 30 seconds, or when a patient is connected. If a scheduled test is missed, the device retries the test after being powered off for more than one hour. Review of the activity log showed the device was powered on and in use at midnight on (B)(6), causing the scheduled test to be skipped, and the test was later performed after the device was powered off for over one hour. No evidence was found of an automatic test executed while the device was in use on a patient. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an automatic self-test occurred. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.